Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that patient experiences red and itchy skin under the adhesive portion of sensors worn more than 4 days. Patient consulted physician in (B)(6) 2011. The physician advised patient to remove each sensor after 4 days of use. He also prescribed use of fluocinoinment cream at site of redness. At the time of her call to dexcom technical support, patient's mother states that the patient's rash resolved within 1 day of cream application, and patient is now removing sensors after 4 days of wear.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.